Event description:
"Patient (B)(6) experienced a serious adverse event described as [?] Endoleak suspected type iii' on (B)(6) 2023. Patient was hospitalized on (B)(6) 2024 and discharged on (B)(6) 2024. This event was anticipated, it is related to the procedure, it is undetermined if related to pre-existing conditions, and it undetermined is it is related to device. The adverse event was treated by extension stent graft distal a. Iliaca communis. The adverse event was resolved with sequalae. At the time of procedure on (B)(6) 2025, there was an endoleak type ii (at the aneurysmal sac), anticoagulation, antiplatelet, and/or antibiotic treatments administered during procedure." Patient outcome: "patient (B)(6) recovered - ae end date on (B)(6) 2024."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported, device 2 is being reported under MDR 2247858-2025-00138 and device 3 is being reported under MDR 2247858-2025-00139. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Patient (B)(6) experienced a serious adverse event described as 'endoleak suspected type iii' on the 09th may 2023. Patient was hospitalized on the (B)(6) 2024 and discharged on the (B)(6) 2024. This event was anticipated, it is related to the procedure, it is undetermined if related to pre-existing conditions, and it undetermined if it is related to device. The adverse event was treated by extension stent graft distal a. Iliaca communis. The adverse event was resolved with sequalae. At the time of procedure on the (B)(6) 2025, there was an endoleak type ii (at the aneurysmal sac), anticoagulation, antiplatelet, and/or antibiotic treatments administered during procedure." Patient outcome: "patient (B)(6) recovered - ae end date (B)(6) 2024."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2025-00137, device 2 is being reported under MDR-2247858-2025-00138, and device 3 is being reported under MDR-2247858-2025-00139. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.